Event description:
A customer posted a message on an american association for clinical chemistry mailing list where it was reported that they had experienced lot-to-lot variation and an increase in rheumatoid factor (rf) borderline results (between 20-25 iu/ml) beginning in (B)(6) 2008. The customer examined data from their instrument lis (laboratory information system) and found (B)(4) of all rf results for the first 6 months of 2008 were in the 20-25 iu/ml range, compared with (B)(4) respectively for 2006 and 2007. Subsequently the customer compared results between three different rf reagent lot numbers and two different rf calibrator lot numbers using two immage 800 immunochemistry systems. The customer indicated that they discovered a variation of results. Only examples of the results were provided. A complete inventory of results was not provided. The dates on which the actual results were generated is unknown. Information on only one immage 800 immunochemistry system involved in this event was provided. Lot numbers of the rf reagent lots and calibrator lots involved were not provided. It is assumed for the purpose of this report that the questionable rf results were reported from the laboratory. Although this information has been requested by beckman coulter inc., the customer has not provided feedback as to patient involvement. Therefore, the affect to the involved patients is unknown at this time. Instrument quality control, calibration and system check information was not provided by the customer. Sample preparation and handling information associated with this event was not supplied by the customer.

Manufacturer narrative:
Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter was distributed in association with rheumatoid factor lots.